Event description:
It was reported that a device was used during an operative pelviscopy. It was reported the device shield would not arm. A new trocar was used to complete the case. There was no consequence to the pt.